Event description:
A nurse reported that a pt was using a voicemate system, purchased in the united states. The pt was reportedly experiencing difficulty manually converting the units of measure from mg/dl to mmol/l (the voicemate system is preset, in the united states, to read in mg/dl; the sys is not distributed in another country, dom where mmol/l is the more commonly used unit of measure for blood glucose). The nurse alleged that pt's results were unexpectedly high, on the voicemate system, which "caused a problem the other day when he [patient] almost went into a coma because his blood sugar was so low but the machine read it as normal." No values obtained on the device were provided. No information about treatment received, if any, were provided. No info about treatment received, if any, were provided. Reporter did not provide any info about pt's current condition. The MFR requested the return of the voicemate system and replacement product was shipped.